Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chest wall. It was reported that the patient had pain at the implantable neurostimulator (ins) and spinal pockets. The pain at the pocket sites occurred with leaning back. The stimulation was too strong when the patient lay back so the patient decreased the stimulation for all positions and it did not appear as effective. It was reported that the battery died about a year ago. The clinician programmer was unable to read the battery. The system was explanted and the issues were reported to have been resolved at the time of this report.

Event description:
Additional information was received from the consumer healthcare provider (hcp). Related to the stim too strong and the pain the battery and spinal pockets when the patient laid back, the ins was reprogrammed and charged. It was noted that the ins did not come to a complete charge. It was also noted that the device shifted which was said to associated with the strong stimulation and the pain at the battery and spinal pockets. The shifted device also caused the patient discomfort. In relation to the dead battery report a year prior to the initial report, there were no symptoms reported and it was unknown if any troubleshooting was performed to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.